Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opening after loading. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of (B)(4) pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The returned sample was reviewed with a r & d engineer. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. However, the trigger jammed and the clip could not be fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The sample was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. The clip stacking caused the trigger to jam and would prevent the clips from properly loading into the jaws. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to other remarks: mitigate this potential issue. These changes were documented under engineering change order (B)(4). However, it is also possible that the clips became out of position during use. Since it could not be determined exactly how or when the clips became out of position, the root cause of this complaint issue is undetermined. Reference file pic_anp1900059901 for investigation photos. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws. The returned sample appears used as there is biological material present on the device. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It is possible that this complaint issue occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). It is also possible that the clips became out of position during use. Since it cannot be confirmed when or how the clips became out of position, the root cause of this complaint issue is undetermined. The reported complaint of "jaws not opening after loaded" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining, including a partially loaded clip, indicating that 10 clips were fired by the end user. Upon functional inspection, the trigger got jammed and it was found that the clips were out of position in the channel and stacking on one another. The clips stacking would prevent the clips from properly loading into the jaws and could also prevent the jaws from not opening properly during loading. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). However, it is also possible that the clips became out of position during use. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the jaw is not opening after loading. There was no patient injury.